Event description:
It was reported that one of the two leads were not functioning. The patient had increased pain on the side where the lead was not working. The cause was not determined. Impedance tests were performed to determine the lead was fractured and not working. The patient was going to consider undergoing a revision surgery to correct the issue. The patient was not receiving optimal therapy due to the fractured lead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).